Event description:
Nurse reported to sales rep that the screwdriver broke.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.